Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp and having him recycle the machine to a system error 2367. The tsr informed the hp to start over using new supplies or use manual bags. The tsr reviewed proper procedures per the user manual with the caller. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.